Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus deliveries. The pump supplies were changed and the occlusion was resolved. Blood glucose was 200-400s mg/dl. The customer had not received an occlusion with the current pump supplies. As the occlusions had occurred in the past, a possible cause could not be determined.